Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The recipient will not be reimplanted. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device was explanted for medical reasons. However, this device had moisture that exceeded the residual gas analysis test limit. Leak testing did not reveal any leaks. Capas were implemented.

Event description:
The recipient reportedly experienced device extrusion and purulent drainage. The recipient's device was explanted.